Manufacturer narrative:
The pod was received not deployed. A hazard alarm was generated by the pod, and the pod was in pod state 14 indicating that pod activation was not completed. The hazard alarm deactivated the pod before any pulses were completed by the pod, and as a result the needle did not deploy. The exact cause of the hazard alarm could not be determined from the investigation.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 373 mg/dl. She stated that the needle did not deploy. The pink slide did not move forward and the cannula was not visible. The pod was not worn.